Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: mfg 3/31/2021 implant: (B)(6) 2021, common device name: dgg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7909301. Mfg 5/26/2020, implant: (B)(6) 2021, common device name: dgg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7528487. Mfg 6/3/2021, implant: (B)(6) 2021, common device name: dgg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7999790. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention occurred wherein the entire drg system was explanted to address the issue. The investigation did not determine which lead was ineffective.